Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received a photo for investigation. The indicated failure mode of missing print was observed in the attached photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: printing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using bd preset¿ eclipse¿ arterial blood collection syringe, the scale printing on one device was blurred. No adverse impact was reported regarding the patient or user.